Event description:
It was reported that during a prostate biopsy, using a disposable biopsy needle, bleeding occurred. Reportedly there was some tearing during the tissue sampling. The biopsy was successfully completed using the same needle. The pt received a blood transfusion.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot for this issue to date. This event is currently under investigation.